Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occlusion during procedure to treat a segment in the great saphenous vein (gsv). IFU was followed. It was reported that patient got an infection after a venaseal procedure. Patient was prepped in a sterile fashion for rf ablation. The rf generator failed pre insertion of any catheter and therefore rf ablation was not attempted. Patient was re-prepped in a sterile fashion and venaseal procedure was done per protocol using sterile technique with no immediate complications. Patient presented with fevers, chills, cellulitis and (B)(6) bacteremia 3 days post implant. Patient had endovascular venous infection, the entire vein had to be extracted and pus was seen coming out of the vein. The wound was left open. 4 weeks of IV antibiotics was initiated for endovascular infection. The patient had the vein stripped out. No further patient injury reported.